Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device evaluation: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force.

Event description:
A us distributor contacted zoll to report that the a patient was allegedly burned by the lifevest. It was reported that the lifevest malfunctioned and burned the patient. The patient's mother reported that the patient has munchausen syndrome and can be very convincing in the stories she tells. Additionally, the mother was concerned that the patient may have intentionally damaged the device. Follow-up was unsuccessful, the outcome of the irritation is not known.